Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation from the right atrial (ra) lead and it had stabilized. It was further reported that the right atrial (ra) lead exhibited high thresholds causing premature battery depletion of the implantable pulse generator (ipg). The ipg was explanted and replaced and the ra lead remains in use. No further patient complications have been reported as a result of this event.